Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2018, which is 6-weeks post-op od implantation. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). The lens was planned to be explanted on (B)(6) 2018 but no confirmation has been received. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis multifocal zmb00 +7.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2018 and a tecnis symfony toric, model zxt150 +8.0 diopter was implanted in the left eye (os) on (B)(6) 2018. There were no complications with either case and the patient described her vision after each surgery as good. At the 6-weeks post-op visit the patient complained that her vision in the right eye was only good at distance and near vision at approximately 12-15 inches. The near, intermediate, and distance vision was working well in the left eye. The patient described her binocular vision as imbalanced and awry, causing headaches as well as affecting her work and the daily activities. Her vision in each eye is 20/20 with a refraction of plano. Furthermore, the patient also has a 1+ pco (posterior capsule opacification). The surgeon planned to exchange the multifocal lens in the od with a symfony lens on (B)(6) 2018, to replicate more closely on the range of vision with her os; then will perform laser capsulotomy on her od in three months. No further information was provided. No additional information was provided. This report pertains to the lens implanted in the right eye.

Manufacturer narrative:
Additional information: the lens was explanted on (B)(6) 2018 and replaced it with model zxr00 lens. There were no incision enlargement, no vitrectomy and no sutures performed. There was also no patient injury as patient is doing fine post-operatively. The following fields have been updated accordingly: serial#: (B)(4). Catalog#: zmb00u0075. Expiration date: 5/2/2022. UDI #: (B)(4). If explanted; give date: (B)(6) 2018. Device manufacture date: 5/2/2018. Patient code 3191 : updated from previously reported planned explant to explant of lens. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in review of the supplemental MDR, it was noticed that the historical data analysis was inadvertently not included in the report. The following should have been entered: historical data analysis: a search revealed that no similar complaints were received for this production order. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The serial number is unknown, therefore the manufacturing records could not be reviewed. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information, the complaint device has been received and evaluated. Therefore, the following fields have been updated accordingly. Device available for evaluation: yes. Returned to manufacturer on: 11/28/2018. Device returned to manufacturer: yes. Device evaluation: the product was received dry in a little jar. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens is being cut, most probably to make explant possible. Due to the condition of the return sample, further analysis is not possible. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.